Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user initiated a new dexcom g7 sensor for use with the ilet and, after warm-up, the ilet entered bg run mode with insulin delivery suspended and the cgm remained in pairing state despite sensor code verification and cgm setting toggling. Symptoms included a reported extreme hyperglycemia reading followed by a capillary blood glucose of 65 mg/dl suggesting hypoglycemia. Outcomes included self-management at home with subcutaneous insulin administration for the initial high reading and oral glucose for the subsequent low reading, without alerts or alarms and without medical assistance. Investigation included guided troubleshooting and education, including sensor code confirmation, cgm mode toggle, and initiation of a new sensor session. Investigation of this case revealed a pairing failure between the dexcom g7 and the ilet that prevented cgm data transmission to the pump, resulting in bg run mode and suspended automated delivery, with no device alarms and no confirmed device hardware fault. It was concluded, based on previously established findings for similar reports, that the cause was a communication or setup issue leading to cgm pairing failure and temporary interruption of automated insulin delivery.